Event description:
A pt reported experiencing inaccurate erratic results with a ot basic enhanced meter. The pt's blood glucose results were 458mg/dl, 95mg/dl. Tests were done 5 mins apart with a difference of 116%. Pt did not experience any adverse events. No further info has been reported.